Event description:
Pt was readmitted to inpatient care day 18 post stem-cell transplant. C/o fever, cough, diarrhea. Found to have cytomegalovirus enteritis. Started aggressive treatment but presented w/pneumonia and cytomegalovirus enteritis. Lymph node biopsy performed which was positive for epstein-barr virus related lymphoma. Pt was transferred to ICU, intubated, and single dose ritalin given. Pt continued to deteriorate, developed profound hypotension and went into complete renal failure. Rptr suspects the profound immunosuppressed state from the cd34 selection and rabbit atg was likely responsible for the reactivation of cmv and the subsequent development of ebv-associated lymphoma. Two of the only two pts who received the full course of rabbit atg have developed an aggressive form of ebv lymphoma. Of 28 pts who received horse atg, none have developed any life threatening complications related to the immunosuppressed state. Rptr is amending the protocol to allow only horse atg and if pts are sensitive to the agent, they will not receive either form of the agent.